Event description:
It was reported that during an unk procedure, the staples couldn't be fired. No patient consequences were reported. No further details were provided.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 434c73. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received partially fired 1/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 434c73, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Doctor said that when firing first time for complaint device, hcp felt something different from previous experience. So, changed a new reload to continue the surgery.